Event description:
A broken haptic was noted during insertion of the intraocular lens (iol). Enlargement of the incison was required to accommodate removal and replacement of the lens. Additonal info has been requested.